Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a change cartridge alert occurred. Customer acknowledged that the alert occurred due to user error. At the time of the event, customer¿s blood glucose was 931 mg/dl. Customer bypassed treatment. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.